Manufacturer narrative:
Product ID 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that it was their understanding the patient was experiencing a burning type of pain sensation during recharging. The recharger was not over heating and there is no functionality issues with the recharger. The patient has possession of the recharger is not sending it in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The battery was replaced on (B)(6) 2019 and the hcp would not give the rep the battery. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97754, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient didn¿t feel like their implantable neurostimulator (ins) was working like it used to. The patient stated that they didn¿t feel stimulation in their toes like they used to. It was noted that this issue started a week before the date of this report. The patient stated that something else was wrong with them too and that they were getting checked out at their physician¿s office. The patient stated that with their knee, they could hardly walk and were having a problem with their right hip and the pain was crazy. The patient also mentioned that it did not seem like they could get the stimulation to be as high as it used to. They stated they could feel the stimulation but they could barely feel it. The patient further reported that they needed to meet with a manufacturer representative to get their ins adjusted. The patient was also redirected to their healthcare provider (hcp) to discuss therapy concerns. No further complications were reported or anticipated. Indication for use is non-malignant pain. It was reported by a consumer via a manufacturer representative on 2019-nov-27 that the patient had burning around the pocket site. The patient had lost 60 lbs. And the battery was very superficial. The patient stated that the recharger got hot while recharging and there was a burning sensation surrounding the pocket site. Impedances were measured and were all within normal limits. The physician planned to do a pocket revision and battery change if insurance approved due to the pain and heat associated with recharging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.